Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8211738. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200770655] noted for missing print damaged barrels. There was one (1) notification [200769955] noted for missing scale line. There was one (1) notification [200769886] noted for double print damaged tips.

Event description:
It was reported that the scale markings were misaligned with a bd syringe¿ 0.3ml 31ga 6mm wholeunit 10 bag. The following information was provided by the initial reporter: it was reported that scale marking is misaligned. Verbatim: pet owner reported the scale markings/lines are starting at different areas on barrel of syringes. Stated she went through two boxes with the same lot number. Stated she's not sure if she's administering 1 unit, less or more. Stated her cat has not been affected by the dosage but she's concerned. Lot: 8211738, expiration date: 2023-08-31, item: 324909. Occurrence date unknown.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings were misaligned with a bd syringe¿ 0.3ml 31ga 6mm whole unit 10 bag. The following information was provided by the initial reporter: it was reported that scale marking is misaligned. Verbatim: pet owner reported the scale markings/lines are starting at different areas on barrel of syringes. Stated she went through two boxes with the same lot number. Stated she's not sure if she's administering 1 unit, less or more. Stated her cat has not been affected by the dosage but she's concerned. Lot: 8211738, expiration date: 2023-08-31, item: 324909. Occurrence date unknown.